Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. A radiograph was provided and reviewed by a health care professional. Review of the available record identified the following: "no metallic density foreign body is seen in the right shoulder. The visualized metallic components do appear appropriately positioned. Increased density noted along the inferior margin of the glenoid component is nonspecific and suboptimally characterized secondary to image quality. No metallic density abnormality is seen in this region." Visual examination of the returned product identified the quick connect guide handle in 3 pieces. The fractured tip of plunger and the ball bearing was not returned. Fracture analysis showed the handle fractured due to bending overload. Fracture surface showed sheared ductile overload dimples in the undamaged areas indicating a bending overload mode of fracture. DHR was reviewed and no discrepancies were found. A definitive root cause cannot be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that during surgery when the surgeon removed the sizer unit, the rod and the spring fell out of the handle on to the mayo table next to patient. None of the misassembled pieces fell inside patient's body.attempts to obtain additional information have been made; however, no more is available.